Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crack opening. A leak test and microscopic analysis were performed which identified a crack opening. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.